Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was a low draw and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when collecting blood from the patient's vein, it was found that the vacuum blood collection volume of the vacuum blood collection tube was insufficient and there was blood leakage

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were examined visually and subjected functional testing. No issues were observed relating to damaged tubes or underfill, as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was a low draw and blood leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when collecting blood from the patient's vein, it was found that the vacuum blood collection volume of the vacuum blood collection tube was insufficient and there was blood leakage